Manufacturer narrative:
The customer reported that all bedside monitors are in communication loss with the central nurses station (cns). The telemetry devices have been communicating with the cns with no issue. Customer was advised to check the switch in the org closet. Follow up calls were made to the customer, however the customer did not respond. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that all bedside monitors are in communication loss with the central nurses station (cns).